Manufacturer narrative:
This case was reopened on january 28, 2016 to enter additional information, which was received on january 27, 2016. The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. Since this case is related to te issue for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported, that the patient was implanted a durom us acetabular component on the left side on unknown date. The patient hasn't underwent a revision surgery, the patient is still being monitored.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component on the left side on unk date. The patient was revised on unk date due to pain. Since the implantation date was not reported, this case will be treated as one of the cases for which zimmer implemented a notification in july 2008.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4). This is a bilateral patient. Right hip case is reported under (B)(4).